Manufacturer narrative:
Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: unknown, information not provided. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's eye as the patient was being not happy with her vision. The lens was replaced with zxr00 lens in a secondary procedure. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 09/13/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the complaint device was received cut in half with a piece missing. The lens was cleaned and presented with no additional issues. No further evaluation was performed. Conclusion: the complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Correction: section d4: based on the additional information received, the serial number of the intraocular lens has been updated from model dfw225 (s/n:(B)(6)) to dfr00vu195 (s/n:(B)(6)). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.